Manufacturer narrative:
On 11/29/2018, mentor became aware that this information was mistakenly omitted from the initial report dated 10/31/2018. The procedure performed was a breast augmentation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a female patient of unknown age underwent an unknown procedure with a gel mentor breast implant of unknown type and experienced intracapsular rupture on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 190 cc gel implants, catalog # 3507190mc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018.